Event description:
My surgeon used the medtronic infuse during my spinal surgery which caused me significant pain, required me to frequently follow-up with my doctor as well as need a revision surgery.